Event description:
Tip of needle broke off in needle holder. Tip was collected and placed on magnet needle count board. Remaining needle and broken tip placed together, in needle count board to account for entire needle. The needle was a CT-1 needle, ethicon, j958h. No harm to patient.